Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had seized / frozen. Therefore, the reported condition that the equipment was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the chuck with key device was frozen/will not move ¿ chuck seized, the etching was illegible, there was component damage, moving parts of the device did not move smoothly, the color band was chipping/fading, and the gear was broken. It was further determined that the device failed pretest for general condition, marking and labeling, check the drill chuck, check for free movement. It was noted in the service order that the equipment did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.